Event description:
On (B)(6), 2010, a respiratory therapist reported that the inomax ds, # (B)(4) went into delivery failure during boot up. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. The device will be routed to the service area. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3304ml. The patient's largest prescribed fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill. The nurse stated that since then the patient has received a transplant and is doing well. Product surveillance informed the nurse of the probable cause found during evaluation. The nurse confirmed that the patient never had any patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.